Event description:
It was reported that a patient enrolled in the (B)(4) clinical study, underwent a total knee arthroplasty on (B)(6) 2011. A subsequent stage one revision was performed on (B)(6) 2012 due to infection and multiple resections for prosthetic joint infection. The femoral, bearing and patella were removed and replaced with spacer molds awaiting 2nd stage revision. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 3 of 3 mdrs filed for this event (reference 1825034-2013-02489 / 02491).